Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the lead was repositioned, and it was noted that it went well.

Manufacturer narrative:
Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited slightly elevated outputs (thresholds) and loss of capture. It was noted that the lead probably had micro-dislodgement/movement post-procedure. A lead revision was scheduled, but had not yet taken place. There were no adverse patient effects reported. The lead remains in service.